Manufacturer narrative:
A request for follow up info was returned by the physician. The physician states that the symptoms resolved in early 1998.

Event description:
A physician reported a pt who was skin tested on 23 january 1997 in the right forearm and on 6 february 1997 in the left forearm with negative results. On 11 march 1997, the pt received her first treatment in the upper and lower vermilion border, nasolabial folds and oral commissures. On 30 april 1997, the pt developed firmness and erythema at the skin test site in the left arm. The collagen treatment sites were asymptomatic. On 20 may 1997, the left forearm second test site was firm, raised and red. On 18 june 1997, firmness and slight erythema persisted at the left forearm skin test site. The right skin test site remained asymptomatic. The right nasolabial fold was slightly red and the left nasolabial fold was barely pink. The vermilion border and oral commissures remained asymptomatic. The physician diagnosed a hypersensitivity and prescribed temovate cream. On 9 july 1997, there was no cellulitis but a red nodule with abscess at the right nasolabial commisure ruptured. The temovate cream was discontinued, and the physician prescribed topical bactroban and oral duricef on 9 july 1997.